Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged force sensor flex wire. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. (B)(4). MFR date 7/2010. (B)(6).

Event description:
Patient reports pump dispensed insulin during load cartridge phase.